Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead came out of place and had to be fixed. The patient noted that this had happened two times, and they did not remember the date of onset or cause of the occurrence. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a lead revision in (B)(6) 2018. The reason for the revision was unknown. No further complications are anticipated.